Manufacturer narrative:
As reported, an outback elite (120cm re-entry) was placed over an .014 wire and traversed below the total chronic occluded (cto) superficial femoral artery (sfa). The physician retracted the .014 wire and threw the needle. Upon advancing the .014 wire into the true lumen and attempting to withdraw the needle, the needle would not retract with the wire in place. After several attempts, he requested a second device and had the exact same issues occur. There was no reported patient injury. Therefore, the physician withdrew both devices and flushed excessively at each flush port and attempted again. Once again the device would not withdraw the needle with the .014 wire in place. One of the devices will be return for analysis. Initially, the physician was performing a lower sfa cto and became sub-intimal. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. Neither the product nor any of the other devices used were resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was resistance/friction when trying to retract the needle over the wire and withdraw the device. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. There was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. There was no difficulty advancing the device through the vessel. The device was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17663655 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle- retraction difficulty - unable to¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is unknown what factors may have contributed to this issue between manufacture and the customer noting the reported event. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2018-02602. Corrected data: device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17663655) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an outback elite (120cm re-entry) was placed over an .014 wire and traversed below the total chronic occluded (cto) superficial femoral artery (sfa). The physician retracted the .014 wire and threw the needle. Upon advancing the the .014 wire into the true lumen and attempting to withdraw the needle, the needle would not retract with the wire in place. After several attempts, he requested a second device and had the exact same issues occur. There was no reported patient injury. Therefore, the physician withdrew both devices and flushed excessively at each flush port and attempted again. Once again the device would not withdraw the needle with the .014 wire in place. One of the devices will be return for analysis. Initially, the physician was performing a lower sfa cto and became sub-intimal. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. Neither the product nor any of the other devices used were resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was resistance/friction when trying to retract the needle over the wire and withdraw the device. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. There was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. There was no difficulty advancing the device through the vessel. The device was removed intact (in one piece) from the patient.